Event description:
As reported, on (B)(6) 2021 during a laparoscopic ventral hernia repair procedure, the optifix at fixation device was found to be "defective." As reported, there was no patient injury.

Manufacturer narrative:
As reported, the optifix at fixation device was found to be "defective" during a procedure. As reported no additional information is available to be provided, nor is the sample being returned for evaluation. Based on the available information and without having the sample to evaluate, no conclusion can be made. Review of manufacturing records confirms product was manufactured to specification. To date, this is the only reported complaint from this manufacturing lot of (B)(4) units released for distribution in may, 2021. Should additional information be provided, a supplemental MDR will be submitted.